Event description:
In 2006 the lay user/patient contacted lifescan alleging that she received medical attention because her one touch ultra was displaying an "error 2" message. The medical affairs specialist spoke with the patient same day and eight days later to obtain/verify the following information. The patient was recently diagnosed borderline diabetic three months earlier and started testing on the meter twice a day (fasting and before going to bed). She is not taking any medications for diabetes and is still learning to identify her diabetic symptoms. Her doctor advised her to minimize sweets, exercise, and to eat when she gets a low meter reading. She was also advised to call the doctor or go to the emergency room if her blood sugar levels get above "175 mg/dl." About a few days prior to contacting lifescan, the patient started to feel faint, sick, nauseated, and fatigued during the day but did not realize that she was having high blood glucose symptoms. The symptoms lasted off and aon for a few days, but she did not test while she was experiencing the symptoms because she only tests in the morning and at night. When she tests, she was reportedly getting "normal readings" on her meter. Two days prior to contacting lifescan. The patient obtained her last successful test, which was a "153 mg/dl" with her last test strip and stated that she was feeling "weak and weird." She asked her husband to purchase new test strips since she ran out of test strips. Later in the afternoon, she attempted to test with the new test strips while experiencing symptoms but she was getting the error messages. The customer care advocate discovered that the patient was using the incorrect test strips. About an hour later, she called her doctor to make an appointment regarding her symptoms. The next morning, the patient went to her doctor with symptoms of weakness, dry mouth, and feeling weird. She obtained a "high" blood glucose result (patient was unable to recall the result) and was treated with insulin. The doctor advised her to test three times a day and stated that he will discuss possible medications after more tests are done. Since her doctor's visit, she has been testing more often on the meter and discovered that she would experience high blood glucose symptoms when her levels are above "130 mg/dl", which usually occurs 45 minutes-1hour after a meal. It was also determined that the patient was using incorrect test strips, which caused the "error 2" message. The test strips were replaced.